Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 3030007, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 3030007, serial/lot #: (B)(6) and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding multiple instruments. It was reported that instruments were broken. There was no patient involved.

Manufacturer narrative:
H3: product analysis : part # 3030007 : lot # k24a1505 visual and optical examination revealed the portion of the driver¿s tip that interfaces with the screw has been worn/stripped consistent with interface during usage. The torx edges have been slightly rolled over and deformed. The driver may have not been seated all the way down in the head of the screw before use. This type of damage is consistent with torsional overload. Product analysis : part # 3030007 : lot # k24a1505 visual and optical examination revealed the portion of the driver¿s tip that interfaces with the screw has been worn/stripped consistent with interface during usage. The torx edges have been slightly rolled over and deformed. The driver may have not been seated all the way down in the head of the screw before use. This type of damage is consistent with torsional overload. Product analysis : part # 3030007 : lot # im18h021 visual and optical examination revealed the portion of the driver¿s tip that interfaces with the screw has been worn/stripped consistent with interface during usage. The torx edges have been slightly rolled over and deformed. The driver may have not been seated all the way down in the head of the screw before use. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.